Event description:
It was reported that the pump became frozen on the stop sensor confirmation screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the notification was cleared and insulin delivery was resumed successfully. The customer's blood glucose level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.